Event description:
The reporting facility requested service on this device based upon a report that the pump turned off by itself. The facility's rep stated that there was no report of any pt incident resulting from this situation. Details regarding the medication involved, device programming and pt demographics were not available from the facility's rep. The facility's rep was unable to identify where the situation occurred or provide any contacts that may have further knowledge of this report.